Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, when the user inserted the silicone disk using the forceps, the seal portion of the port was disengaged. The disengaged seal remained inside the outer cannula and did not fall into the patient cavity. Then the user removed the product, and another new one was opened to complete the procedure. The patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the cannula and envelope seal appeared intact. The circular seal was disengaged. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.